Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that a retraction problem occurred. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a recanalization procedure in the right anterior tibial artery, the catheter allegedly became stuck in the vessel. It was further reported that a longer incision was made in the original access site, then an incision was made on the vessel to remove the catheter. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a recanalization procedure in the right anterior tibial artery, the catheter allegedly became stuck at the lesion. It was further reported that the distal tip of the catheter allegedly detached. Reportedly, a surgical procedure was performed to remove the detached tip. There was no reported patient injury.